Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had off no power alert on the insulin pump. The alarm history showed the customer did not receive a low battery alert prior. The customer stated they did not bump or drop the insulin pump. Customer stated this was the first occurrence of the off no power. Customer's blood glucose was unknown. The customer declined to return the insulin pump for analysis.